Event description:
On (B)(6) 2012, the reporter contacted animas to report that higher than expected blood glucose (bg) results since (B)(6) 2012. On (B)(6) 2012, unspecified time, the patient had a bg of 307 mg/dl 2 hours after eating. The patient took a correction via the insulin pump and at 8pm, she had a bg of 388 mg/dl with ketones (unspecified amount) and was feeling poorly. She stated she took her full correction of 6 units via syringe; however, according to her pump settings the full correction would have been 19 units. Later that night/next morning, her bg readings were 135 mg/dl at 2am, 181 mg/dl at 3am, 244 mg/dl at 6am, 307 mg/dl at 7:42am, and 34 mg/dl at 9:42am. She took a correction of 10 units by syringe and her bg during the animas call was at 252 mg/dl with trace of ketones. She had changed her infusion set and cartridge on (B)(6) 2012 prior to the issue and again on (B)(6) 2012 (multiple times) and (B)(6) 2012. She changed her insulin to a new vial on (B)(6) 2012 morning and reported that the insulin injection on (B)(6) 2012 night was from half from the old vial and half from her current vial. The patient was seen by her endocrinologist on (B)(6) 2012 and everything was "fine." She had no changes to her medications, no injections, and no scar tissue was found. The animas customer support representative (csr) reviewed the pump with the patient. The patient confirmed that the pump settings were correct and there were no alarms during the period being questioned. According to the pump history, the total daily dosage had larger amount of boluses since (B)(6) 2012. She denies any issues with the infusion set/site and cartridge. The patient was able to prime the pump with no noted issues. The animas csr noted that there was nothing to indicate an issue with the pump or supplies. The animas csr noted there may be a possible issue with the insulin even though it was stored properly and was working fine until (B)(6) 2012. There was no indication that the pump or supplies malfunctioned based on troubleshooting. There was also indication that the patient administered less insulin (6 units instead of 19 units) per her pump settings. However, this complaint is still being reported because the patient allegedly experienced elevated bg levels with "ketones" even after changing out her infusion set/site and cartridges. The patient was advised to follow-up with her health care professional if her bgs are not resolved.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 04/07/2014 with the following findings: the black box begins on (B)(6) 2014. Due to continuous use of the pump the black box data and histories for the event on (B)(6) 2012 have been overwritten. The current pump history show only typical usage. The total daily dose adds up correctly and reflects the users programmed basal rate. The pump successfully completed a delivery accuracy test. Investigators were unable to duplicate the complaint, the pump information for the complaint date has been overwritten. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.